Event description:
It was reported that during an unknown procedure the device was not coagulating properly. Throughout the surgery, the surgeon felt that the procedure wasn't working correctly because the device did not coagulate good, and the patient experienced bleeding from the middle thyroid artery (sealed with the harmonic) . This was controlled during the surgery, but postoperatively, the patient suffered an asphyxiating hematoma and required a second surgery( the surgeon indicated that the bleeding originated from the same vein). The patient is stable.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what was the size of the middle thyroid artery that was sealed? Unknown but is an artery that they have sealed in the past safely with focus+. How was the device not working correctly in the initial procedure? Was it working okay and stopped working or did it not work correctly from the start? From the inicial. What were occurring during the procedure when they noticed the device was not working correctly? How was hemostasis achieved during the initial procedure and the 2nd procedure? With clips or presssure or sutures. And sing some hemostatics. What is the patient's current status? Good. Can the generator event log be pulled from the generator used in this procedure? They have 11 generators in the hospital, and they are more constantly they so we can not know wich one was used that day. What was the device lot number? It was discarted and did not give me the lot. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.